Event description:
Terumo medical corporation received the following reported information: post procedure, an 8fr angio-seal was used for arterial closure following an iliac stent deployment. The location and setting of the device went fine, however, when trying to seal, the suture locked up. The physician cut open the device and was able to use the collagen safely. The patient was safely discharged later the same day. The estimated blood loss was less than 250cc. Additional information was received on 20oct2025: a 7fr sheath was used. There was no problem gaining access. There was a pre-deployment angiogram performed.

Manufacturer narrative:
. E3: occupation: interventional radiologist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position. The distal tip of the sheath was noted to be cut and the suture was also cut distally from the clear stop marker. The tamper tube was noted to be separated from the device. The suture spool was then isolated and it was noted that the spool was fully unwound. The angio-seal device was returned for evaluation. The sheath and carrier tube were noted to be in rear lock position with the distal tip of the sheath and suture cut. The suture spool was isolated and noted to be fully deployed. The complaint can be confirmed for a deployment issue. The exact root cause could not be determined. It is possible that user did not apply sufficient force during device withdrawal which resulted in the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).